Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that he had a hernia. Per the pd registered nurse (pdrn), the patient has an abdominal hernia that did develop after initiating pd therapy (date of initiation (B)(6) 2018). Per the nurse the hernia is currently being monitored and the hernia has not been repaired or required any medical intervention or hospitalization. The nurse stated the patient uses a combination of 1.5%, 2.5% and 4.25% delflex solution based on ultrafiltration needs. The patient was prescribed a fill volume of 1800 ml but the patient has reported abdominal pain with the 1800 ml fill volume. As a result, the patient¿s fill volume has been reduced to 1200-1300 ml depending on what the patient feels they can tolerate. The nurse stated there have been no instances of overfills nor a malfunction of the liberty select cycler or any other fresenius device, product or drug issue related to the hernia. The nurse stated the nature of pd therapy likely played a role in hernia development. The patient currently continues pd therapy with the same cycler but does experienced intermittent fibrin which sometimes causes patient line is blocked message. The patient uses heparin as needed for fibrin and reportedly has been able to complete pd treatments without any issues. No devices were returned to the manufacturer for physical evaluation.